Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight, whisper es; guide cath: 7 f ebu 3.50 the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, 90% stenosed, de novo lesion in the proximal circumflex artery. The 3.0 x 28 mm device could not cross even after several attempts. The shaft became bent and then separated, so the device was removed from the patient with no issue. Without any additional dilatation, a xience v 2.5 x 28 mm was deployed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft bend (kink) and shaft separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.